Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that the cause of this behavior was not determined. The lead was surgically abandoned. No additional adverse patient effects were reported.